Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was observed on the right ventricular (rv) and right atrial (ra) leads. The rv lead also delivered inappropriate anti-tachycardia pacing (atp). The device was reprogrammed to inactivate the ra lead and the rv lead was capped and replaced. The patient's condition was stable following the procedure. Related manufacturer reference number: 2938836-2017-33069.